Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. All codes apply to product ID: 3057 only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urgency frequency and non-obstructive urinary retention. It was reported that the leads became detached while he was sleeping. On (B)(6) the patient confirmed that his lead fell out. The patient was redirected to his health care professional. There were no symptoms or further complications reported or anticipated.